Event description:
Reporter alleged that the inform meter had a sign of burning on the connector pin. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device.

Event description:
Pt was revised to address poly wear, osteolysis, and loosening of the femoral, tibial, and patellar components at the cement/implant interface (competitor's cement was used in the primary surgery).